Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.4, lab: 2.2. Nurse had limited info on the pt. Pt taking 81 mg aspirin a day.

Manufacturer narrative:
Investigation pending.